Event description:
This is filed to report difficult to remove, break, difficult to close, and intervention. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for a degenerative mitral regurgitation. During clip advancement, the clip got stuck in the anterior leaflet. The anterior leaflet was pushed with a pig tail and the grippers were cycled to come off the leaflet. The clip was inverted and retracted back into the atrium. When closing the clip with the arm positioner, the clip would not close, and the physician felt something snap. At this point it was noted on fluoro that the clip became dislodged from the mandrel. The clip was retracted as far back into the guide as possible with the clip inverted and then pulled back across the septum and out of the body. The procedure was aborted and patient¿s mr remained unchanged. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
In this case, the returned device analysis confirmed the reported break as the clip was received broken from the clip delivery system (cds). The reported difficult to open or close associated with inability to close the clip, difficult to remove from anatomy and image resolution poor could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the results of the analysis and the information provided, a cause for the reported difficult to remove the cds from the anatomy (leaflet), inability to close the clip and the observed broken actuator coupler resulting in the clip breaking from the cds cannot be determined. The image resolution poor appears to be related to procedural conditions. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.